Event description:
It was reported that during an arthroscopic procedure, the surgeon was utilizing a speedscrew knotless implant 5.5 mm. As the surgeon attempted to screw the anchor into the pt's bone, the anchor broke horizontally. Another anchor from the same lot was used and again the anchor broke horizontally. The anchors were removed from the surgical site and the procedure was completed using another anchor in the same bone hole. The procedure was completed arthroscopically. However, there was a surgical delay of 30 minutes. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender were requested but were not received. Reference manufacturer's report(s): 3006524618-2012-00397.